Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and ten months of post deployment, the patient complaint of right lower quadrant pain, a computed tomography (CT) abdomen and pelvis without contrast was performed and it was revealed there was minimal caval penetration of a posterior limb, resulting in adjacent osteophyte formation at the inferior endplate of l2. One of the retention limbs was present upward and oriented toward the left renal vein. Around, eight months later, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. An inferior vena cavogram was performed and it was revealed there was noted to be a fracture within the filter. A bard recovery cone filter was used, and attempts were made to retracting the filter, which were unsuccessful. A snare removal device was then used and the apex of the filter was snared but could not be withdrawn into a sheath. At this point, it appeared there might be other fractures in the filter and it was decided to stop the procedure. Around one month later, a venacavogram demonstrated a detached limb within the filter. Again patient scheduled for the filter removal, the patient had a computed tomography (CT) scan of the abdomen and pelvis due to recurrent back pain and was found to have erosion of the filter into the spine. The filter was noted to be tilted with malposition. A midline laparotomy incision was performed. The peritoneum was entered. The patient was found to have multiple tines eroding through the wall of the vena cava. The third portion of the duodenum was mobilized. At least 2 struts were eroding through the wall of the third portion of the duodenum. These struts were carefully pulled from the duodenum and a figure-of-eight stitch was placed to close the small pinholes. The filter was approximately 2 centimeters below the renal veins. The filter was then removed from the inside of the vena cava with a tonsil clamp. The patient tolerate the procedure well. Therefore, the investigation is confirmed for filter tilt, filter limb detachment, perforation of the inferior vena cava (ivc), retrieval difficulties, and material deformation. Per medical records, multiple attempts were made to engage the apex of the filter using snare and recovery cone but were unsuccessful due to filter tilt, material deformation and perforation of the inferior vena cava (ivc). This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Recovery filter removal - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Potential complications: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation of other acute or chronic damage of the ivc wall h10: b2, b6, b7, g3, h6(device) h11: b3, g1, h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was successfully deployed after a motor vehicle collision. Approximately ten years post filter deployment, the patient experienced back pain and the filter was identified to be tilted with a detached limb in the inferior vena cava and with limbs extending beyond the confines of the caval wall. An attempt to retrieve the filter was unsuccessful. Approximately two months later, the filter was removed via an open surgical procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient involved in a motor vehicle collision was scheduled for placement of an inferior vena cava (ivc) filter for pulmonary embolism prophylaxis. The right femoral vein was accessed and the vena cava measured approximately 20 mm in size. The filter was then deployed without incident. The patient tolerated the procedure well. Approximately nine years seven months post filter deployment, the patient was getting back and flank pain and desired for the filter to be removed. The right internal jugular vein was accessed and a venacavogram demonstrated a detached limb within the filter. Initial attempts to retrieve the filter using a cone retrieval device were unsuccessful. A snare was then used and was able to snare the apex of the filter, but could not withdraw the filter into the sheath. It appeared there could be other detachments in the filter and it was decided to conclude the procedure. Approximately two months post unsuccessful filter retrieval attempt, the patient was scheduled for open removal of the filter as the filter was noted to be tilted and eroding into the spine. A midline laparotomy incision was made and the peritoneum was entered. Multiple filter limbs were seen eroding through the vena cava wall. At least two limbs were eroding through the wall of the duodenum and were carefully pulled from the duodenum. A stitch was placed to close the small pinholes and there was no evidence of enteric contamination or bile staining. A longitudinal venotomy was then performed and the filter was seen approximately 2 centimeters below the renal veins. The filter was removed, small intimal flaps within the vena cava were excised and the venotomy was closed with a stitch. The patient tolerated the procedure well and remained hemodynamically stable throughout the case. There were no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine years seven months post filter deployment, a venacavogram demonstrated a detached limb within the filter. Initial attempts to retrieve the filter using a cone retrieval device were unsuccessful. A snare was then used and was able to snare the apex of the filter, but could not withdraw the filter into the sheath. Approximately two months post unsuccessful filter retrieval attempt, the patient was scheduled for open removal of the filter as the filter was noted to be tilted and eroding into the spine. A midline laparotomy incision was made and the peritoneum was entered. Multiple filter limbs were seen eroding through the vena cava wall. At least two limbs were eroding through the wall of the duodenum and were carefully pulled from the duodenum. Therefore, based on the provided medical records the investigation can be confirmed for detached filter limbs, a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation of other acute or chronic damage of the ivc wall recovery filter removal - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was successfully deployed after a motor vehicle collision. Approximately ten years post filter deployment, the patient experienced back pain and the filter was identified to be tilted with a detached limb in the ivc and with limbs extending beyond the confines of the caval wall. An attempt to retrieve the filter was unsuccessful. Approximately two months later, the filter was removed via an open surgical procedure. There were no complications.